Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that three of his sensors were damaged inside of him. The sensors alarmed lost sensor; when the customer tried to reconnect the sensors he discovered that two of them were bent and one sensor was actually broken inside of him. The customer inserted into his stomach; however, the insertion location was bloated and hard. The customer did not have any issues removing the introducer needle, and he did not recall any significant events leading to the sensor damage issue. No products were returned as the customer already discarded the damaged sensors.